Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "check vent: backup alarm failed" alarm message (diagnostic code 1104). There was no patient involvement when the issue occurred. No patient or user harm reported. The se reported that the v60 ventilator displayed a "check vent: backup alarm failed" alarm message (diagnostic code 1104) in the event log. The se then noted that the central processing unit (cpu) was replaced as a preventative measure.

Manufacturer narrative:
The record was reopened, and the failure investigation technician documented the following conclusion/root cause, "the issue of ls1 and secondary alarm fail has been previously investigated. Testing of this central processing unit (cpu) with the accusation of a secondary alarm failure / ec 1104 has been analyzed. The results of the testing of this cpu has resulted in a no problem found.".